Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient received a "failed sensor pairing issue," which left the patient without a functioning sensor. This situation contributed to a possible diabetic ketoacidosis event. The patient performed a finger stick to check her blood glucose, which read 598 mg/dl. The patient self-treated with 12 units of humalog. Due to the severity of the patient¿s symptoms (fatigue, vomiting and diarrhea), the patient¿s father called 911. While in the ambulance, medical personnel provided phenergan to help control the vomiting. Upon arrival at the emergency room, the attending physician was unable to obtain a glucose reading using standard methods and opted to draw blood for testing, which confirmed high glucose levels. The patient was then treated with 15units of intravenous lantus and 15 units of humalog. Following treatment, the patient¿s symptoms improved, and she was discharged after a 24-hour stay. She remains in recovery and continues "IV treatment as needed." The patient was still not feeling well during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.